Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of one-third tubular plate with collar 7 hole was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.

Event description:
It was reported a patient was returned to the operating room on (B)(6) 2014 for a re-fracture of distal fibula due to a fall on ice. Patient had a prior distal fibula fracture on an unknown date which was treated with a synthes plate and 7 screws at an unknown hospital by an unknown surgeon. The original fracture was healed, and there was no broken hardware. The new fracture was located below the existing plate. Surgeon removed the 1/3 tubular plate, 6 cortical screws, and 1 cancellous screw, and revised to a new distal fibula plate and screws. There was no delay incurred in removing the old hardware, and the procedure was successfully completed. Implant date unknown. There was no surgery delay due to the reported event. This is report 1 of 3 for (B)(4).